Manufacturer narrative:
The distributor provided the image for the affected administration set. The service provider provided evaluation report and visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. Liquid was visible on the cassette module. The reported issue was confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: an administration set model hs-008 lot 2006015 came apart at the cassette. Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).